Manufacturer narrative:
(B)(4). Device UDI lot: 14207767, (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore&#59397;excluder&#59393;aaa endoprostheses (rlt261412j/14495264, plc271400j/14207767) to repair an abdominal aortic aneurysm. Any endoleak was not confirmed on final angiography. On (B)(6) (date:unknown), a follow-up CT (computed tomography) revealed a type ib endoleak from right leg(plc271400j/14207767). On (B)(6) 2016, the patient underwent endovascular intervention and coil embolization of the right internal iliac artery was performed and an additional gore&#59397;excluder&#59395;component was placed to extend coverage. The type ib endoleak was disappeared. A type ii endoleak was found, but the physician took it as monitoring. The patient tolerated the procedure.